Manufacturer narrative:
Concomitant medical products: product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was a burning sensation. It was noted that the patient had been having a lot of difficulty with the unit burning him in the back when he turned it on and even after the stimulation was turned off. It was further noted that the problem had started a few weeks prior to this report. Patient stated it burnt him ¿where the implant was into the spinal cord at the point of entry there.¿ it burnt him when stimulation was on and ¿for hours¿ after stimulation was turned off. The device was off at the time of this report. Patient denied any falls or traumas and had not made changes to programming. It was further noted that the device had given the patient some relief before and was not burning before. The patient had not been seen by the healthcare professional. Patient¿s next appointment was scheduled for (B)(6) 2014. Additional information was requested but had not been received as of the date of this report.